Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having battery life less than expected, communication anomaly between unit and transmitter, unexpected no delivery alarms and buttons stuck anomaly on event date of 20-aug-2021. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected battery alarms/alerts/anomalies noted during testing or in the history/trace files. No failed batt test alarms on event date of 20-aug-2021 or throughout the history file. No unexpected battery alarms/alerts/anomalies on event date of 20-aug-2021 or throughout the history file. No no delivery alarms/insulin flow blocked alarms throughout the history file. Monitored with the device communicating properly with sensor tester and the sensor transmitter. No no com pump to xmtr anomalies noted during testing. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner and scratched case. Device was cut open with no anomalies noted during visual inspection of the electronics. Device was not confirmed for having unexpected battery alarms/alerts/anomalies, communication anomaly between unit and transmitter, unexpected no delivery alarms and keypad anomalies. Device passed required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons sometimes stuck when pressed and it had diminished battery life and issues with connection between insulin pump and transmitter. Customer reported that insulin pump had random no delivery alarm and it was non responsive to brand new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.